Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a clogged nozzle. In addition to the stain found inside the air/water channel, other evaluation findings are as follows: ce labels were changed to non ce labels; the insulation resistance value at the plastic distal end cover was not within specification; the bending angle in the up/down/left/right directions were not within the standard values; the play of the right/left/up/down control knobs were not within specification; the distal end plastic cover had multiple deep dents; the light guide lens and the bending section cover glue were cracked; the light guide tube had buckling; and the scope connector had minor dents and scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope was not inflating the colon during the procedure. Air or water flow was reportedly weak or ineffective. There was no report of patient harm. The device was returned, evaluated, and a yellow stain was found inside the air/water channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.